Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient did not follow up. The pump alarmed. The patient still had drops in the pump. The hcp reported that approximately 0.1 ccs remained in the pump. The pump was refilled, which was uneventful. The family was educated on the life threatening potential if the patient did not follow up. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml, 968.9 mcg/day) via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the patient had the pump replaced (B)(6) 2017 and there was some miscommunication about when the patient should have the next refill. The family and patient were initially not sure they were going to replace the pump due to other medical concerns but then decided to have the pump replaced. The pump had been alarming and was showing empty reservoir. Logs showed that low reservoir occurred (B)(6) 2018 and empty reservoir (B)(6) 2018. That patient was having no therapy issues. The patient missed the refill. Troubleshooting resolved the event and there were no reported symptoms. No further complications were reported.